Event description:
It was reported that a cartridge alarm 1 occurred during basal deliveries. A new cartridge was successfully loaded to address the event. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.